Event description:
Mammography and ultrasound detected rupture, side unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned and found to have moderate yellowing. The device weighed 437.0 grams. No additional observations. Additional information: d4, d6a. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. B3, b5, b6.

Event description:
Left-side mammography and ultrasound detected rupture.